Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the battery cap kept spinning, and the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots prior to the event date. A crack was observed along the pump battery compartment. No evidence of contamination due to moisture was observed in the battery compartment. The battery cap did not properly secure to the pump due to the cracked battery compartment and damaged cap threads. The battery cap dimensions were not within specifications. A loss of power was observed. The pump was exercised for 24 hours with a test battery cap and no power interruptions or related alarms were observed. Current draws tested to be within specifications. The pump case was removed and no contamination due to moisture was found. No evidence of intermittent contact was found on the battery terminal contacts. Unrelated to the complaint, the display screen appeared faded, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.